Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd emerald¿ 2ml syringes experienced leakage. The following information was provided by the initial reporter: while pushing through medication when slight pressure applied leakage occurred.

Event description:
It was reported that 2 bd emerald¿ 2ml syringes experienced leakage. The following information was provided by the initial reporter: while pushing through medication when slight pressure applied leakage occurred.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 307727 and lot number 2103333. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was provided; however, the picture displayed the product packaging and our quality engineer team was unable to draw any conclusions from the picture. Twenty retained samples were obtained for further evaluation. Leakage testing was performed on the retained samples and no signs of defect were observed. Based on the provided feedback for this issue, it is possible that the reported incident resulted from damage to the stopper lip component. See h10.